Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2018, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml) at an unknown dose via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that beginning on an unknown date the patient began experiencing a lack of efficacy. Imaging was performed to verify the catheter tip location and it was on top of the skull versus in a ventricle. A dye study was performed and the hcp was unable to aspirate from the catheter. The caller was redirected to follow up with the hcp. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). It was reported that the cause of the catheter being at the top of the skull was unknown. The patient was referred to neurosurgery, the event at not been resolved as of date. There were no further complications reported at this time.